Event description:
It was reported that an aborted vf episode showed noise on both channels. The noise was reproducible when the patient rotated his arms. The ICD was explanted and replaced, but the lead was left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.